Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose readings were inaccurate. The blood glucose reading was 516 mg/dl, which was treated with a bolus of 5.2 units via insulin pump. The customer stated that the insulin pump alarmed sensor error. Upon troubleshooting, the customer was advised that the sensor may not have been working or may have been dislodged, bent, retracted or damage. On another occasion, the blood glucose reading was 132 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer treated with a glucose tablet and was advised against treating based on the sensor glucose reading. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed per specifications due to high readings.